Event description:
The customer contacted stryker to report that their device unexpectedly powered off twice during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.